Manufacturer narrative:
This complete implantable right ventricular (rv) lead was returned to boston scientific for analysis. Visual observation noted puncture holes in the is-1 terminal molding 25 mm from the terminal pin. The medical adhesive was torn and separated from the expanded polytetrafluoroethylene (eptfe) at the proximal end of the proximal high voltage coil and the coil was stretched. The proximal end of the distal coil was separated from the lead body insulation. The conductor coils are slightly deformed near the middle on the distal coil. There is an arc mark evident on the proximal end of the proximal high voltage coil and on the distal end of the distal high voltage coil. Arcing from coil to coil can only take place if the coils are touching or in close proximity when a shock is delivered. This could occur if the lead looped itself following explant or if the lead had dislodged in the pt and looped around itself while implanted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis of the associated device memory revealed multiple open and shorted lead faults beginning on (B) (6) 2009.

Event description:
Boston scientific crm received info that the pt with this implantable right ventricular (rv) lead passed away on the evening of (B) (6) 2009 between the hours of eleven and twelve. The pt had been admitted to the ER with bradycardia and heart failure. These were the suspect causes of death. The pt died soon after admission. The death was unwitnessed. At this time, it is unk if the function of this rv lead caused or contributed to this pt's death. This rv lead was returned to boston scientific for analysis. Adverse pt effects was death.